Event description:
A customer contacted baxter's technical service center regarding holes found on last nights therapy when setting up. The patient had leaks in patient line. The patient investigated and found 5 holes in line. The home patient (hp) just started over with new set and wanted us to know about this. This event occurred during patient use during set up. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
The lens was received in a condition that precluded analysis. Optic contaminated and heavily damaged. Batch records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. A review of the complaint database revealed that no similar complaints from this lot number were received. Halos and glare are a known and labeled possible side effect of multifocal lens implants.

Manufacturer narrative:
The lens was not received for analysis. The iol met all manufacturing specifications prior to release. Halos and or glare are a known and labeled possible side effect of multifocal lens implant. Our investigation reasonably suggests, this event is not manufacturing related.

Event description:
The physician reported the multifocal intraocular lens was removed and replaced, due to the patient's intolerance of the multifocality. The lens was replaced with a monofocal iol.